Event description:
Customer reported that pump screen went dark and would not turn on, which led to customer's blood glucose level exceeding 500 mg/dl, displaying as "high." Customer took corrective action by administering a correction injection using manual daily injection and did not require assistance from a third party. Technical support instructed the customer on troubleshooting steps including confirming the pump was not plugged into a power source and pressing the center of the button, as well as plugging the pump into a power source with known working charging supplies; however, none of these steps successfully turned the pump screen on. The pump was observed with the led blinking red and vibrating every three minutes. Technical support resolved to replace the pump, and the customer showed interest in obtaining an out-of-warranty loaner pump, as the original pump was no longer under warranty.